Manufacturer narrative:
Patient diagnosed with left-side capsular contracture, baker grade iii. Bilateral removal and replacement of both devices.

Event description:
Patient diagnosed with capsular contracture, baker grade iii, left-side.